Event description:
This patient came down to CT with a 22g IV that would not flush. This tech attempted to start a 22g diffusics in the patient's right forearm. I got blood from the vein, but while trying to advance the catheter it would not go up. I tried to reinsert the needle into the tubing to see if I could get the tubing further in the arm. The needle punctured the tubing leading me to remove the IV because there was an extra hole in the catheter for the IV tubing. IV lot number is 3160624. This has happened with 24g diffusics and I have placed a safety signal on that also.